Event description:
A (B)(6) female pt contacted zoll customer support to report that she receiving check therapy pad messages. The was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt there was a broken pulse wire inside the distribution node to front therapy electrode cable between the distribution node and ECG-b. The broken wire caused the device to fail to recognize the front therapy electrode. The root cause for the broken wire could not be positively identified, but the broken wire was likely caused by excessive force while pulling on the electrode belt cable. No adverse event resulted from the damaged pulse wire. The pt was issued a replacement electrode belt.